Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for defibrillation testing. After the high voltage shock, after potential was seen on the shock channel. The right ventricular lead was sensing noise and after the shock the high voltage lead impedance was 38 ohms. The lead was capped and replaced on (B)(6) 2018. No additional information was reported.